Manufacturer narrative:
The device history record/manufacturing documents were reviewed. No quality issues were noted. The components meet current specified requirements. Although the actual sample or sterile product from the reported lot were not received for review, the retained sample from the device history record was visually evaluated. No defects were observed on the tip, curve or swaged end of the needle device. The finished good product meets the current specification including the requirements for a 3/8 circle, reverse cutting edged needle. The bending, fracturing, breaking of a needle can occur when needles are gripped with a needle holder/forceps at the swaged area and/or near the tip of the device, when excessive force is applied, when the device(s) are used in applications involving tortuous tissue or with a needle tip design that may not be appropriate for the specific tissue or procedure. The stress at the gripped area may exceed the maximum stress of the material resulting in bending and/or failure (broken needle). The stress on the attachment section is greatly reduced when the needle is held in an area one-third to one-half of the distance from the swaged end to the point as indicated in the IFU for this product. Without reviewing the actual device, receiving magnified photographs of the needle, or receiving details regarding the pre-operative preparation of the device, the tools utilized to grasp the device, procedure performed or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
Per assistant at the office, the needle tips are flimsy. A nurse was using it when they were performing an excision, moh's procedure on a (B)(6) male patient¿s back. They had to use forceps to retrieve the broken needle tip out from the patient¿s skin. They typically use an excision kit with sutures. There was no patient harm or medical attention required. Bar code# (B)(4).

Manufacturer narrative:
The actual needle was not returned for review. No photos were provided for review. Sterile devices from the reported lot were returned for visual review and testing. No defects or abnormalities were observed. The needles met current ductility requirements for this size/type needle device.